Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, moderately calcified, 90% stenosed mid left anterior descending artery. The balance middleweight (bmw) universal ii guide wire was placed in the lesion, after which pre-dilatation was performed. The intravascular ultrasound (ivus) catheter was advanced; however, became stuck with the guide wire. Both devices were removed together. After removal of the devices from the anatomy, the bmw was able to be retrieved from the ivus catheter; however, it is unknown if there was any resistance during retraction of the guide wire from the catheter. Although no damage was noted to either device a new bmw universal ii and ivus catheter were used without any further problems. Stenting was performed and the procedure ended successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide cath: 6f sl3.5; other: ivus atlantis-pro. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.